Event description:
On 12.04.09, covidien was informed of a customer who had an issue with a heparin lock flush syringe. The attorney alleges that in 2008, the patient was admitted to the hospital with complaints of shortness of breath. During hospitalization, the patient received heparin to flush her port-a-cath. Three days later, the patient was discharged from the hospital with instructions to administer lasix via her port-a-cath, followed by a heparin flush. The following month, through the help of a home care service, the patient began receiving medication through her port-a-cath, followed by a heparin flush. The heparin flushes received were manufactured by covidien and included lot number 8010064. The patient continued her home health care medications with the heparin flushes until three days later, and on or about this date, the patient was admitted to the hospital with complaints of abdominal with complaints of abdominal pain, nausea, vomiting and shortness of breath. The patient was diagnosed as suffering from hypotension, acute renal failure and elevated liver function tests. During her hospitalization, the patient received heparin flushes and heparin subcutaneous injections, some or all which were manufactured by baxter. The patient's condition continued to deteriorate through out her hospital stay. In addition to previous reported symptoms, the patient also began suffering from multi-organ failure, drop in blood platelet count, sepsis and cardiogenic shock. The patient passed away six days later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Add'l event date: 2008.